Event description:
It was reported that during the stenting procedure, patient was given aspirin and angiomax. The xience nano stent was implanted in proximal left circumflex coronary artery at 12 atmospheres and was post dilated to 14 atmospheres. While on the cardiac catheterization table, the patient was given plavix post stenting. One hour later, the patient complained of chest pain, 10/10 pain scale, and was found to have unspecified EKG changes. The patient was brought back to the catheterization lab. Coronary angiography found thrombus proximal to the xience nano stent. A guidewire was advanced and a double bolus of integrillin was given intravascularly. Another angio picture was taken and the thrombus was seen in the center of the xience stent. With the third angio picture, the thrombus was gone and was thought to have moved distal. The guidewire was removed from the patient. The physician then decided that he wanted to perform intravascular ultrasound (ivus), so he reinserted the same grandslam guidewire, but it kept going behind the xience nano stent, instead of through the stent. The prowater guidewire was advanced, but also kept going behind the stent. The balance middle weight universal ii (bmw u2) was inserted and thought to have gone through the stent, but when ivus advanced, it would not go through the stent. Ivus was removed and a 2.25x6 nc sprinter was loaded on bmw u2, but would not go through the stent. The procedure was completed at that point.

Event description:
Subsequent to the previously filed med watch report, it was found that the patient is doing well and was discharged the next day. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient will be medically managed. The patient's medication was switched from plavix to effient. The patient reported that his chest pain was much better. When the thrombus was moving, there was no change in the patient's EKG. The physician felt that the thrombus was due to a lack of antiplatelet medication in the patient's system. There was no additional information provided. Quantum apex otw dilatation catheter, angiomax, aspirin, plavix. There was no reported product deficiency and the product remains in the patient. The reported patient effects of angina and thrombosis, as listed in the device instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.